Event description:
During follow-up, the device was interrogated and session records were attempted to be exported but resulted in an error message. No further intervention has been performed. The patient was in stable condition. Further information was requested but is not yet available.